Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged power cables on the controller was confirmed via visual analysis of the returned controller. The heartmate ii controller (serial number (B)(6)) was returned to abbott and a log file was downloaded. The downloaded log file contained combined data spanning approximately 8 days ((B)(6) 2023 ¿ (B)(6) 2023 per the timestamp). There were no notable atypical alarms active in the log file. During the evaluation, the controller power cables were observed, and a broken pin was stuck in position 5 (an unused pin) of the black power cable. Missing pins were also observed on position 4 (negative power lines) on the black and white power cables. Finally, a damaged white power cable connector nut was also observed on the power cable, confirming the reported event. The stuck pin was removed from the power cable, and the controller was placed on a mock circulatory loop for an extended period of time without any issues or atypical alarms active. The damage to the power cables did not affect the functionality of the controller as it was able to operate without any atypical alarms active. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate ii controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and quality assurance (qa) specifications. The heartmate ii patient handbook (rev. C, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment for damage, including damage to the system controller¿s power cords, and to obtain replacements if needed. Heartmate ii instructions for use (rev. B) section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly maintain and store the equipment for proper use. Heartmate ii instructions for use (rev. B) section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Additionally, section 3 of the patient handbook, entitled ¿powering the system¿, gives instructions on changing power sources including only to hand tighten nuts until secured. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's controller power cable was damaged. The controller was exchanged.